Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons had issue at the time of bolus. The customer¿s blood glucose level was 288 mg/dl at the time of the incident. The customer stated that they had to push buttons several times and buttons were taking forever to press. Customer also report that the place where reservoir is inserted was cracked and scratched. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.